Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was off by 10 minutes. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect time settings. The technical support specialist (tss) remotely accessed the station, opened the command shell, modified the system time settings, and synchronized to the correct current time. The system functioned as intended after the technical support specialist (tss) resolved the issue.